Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, a patient experienced significant visual aberrations. The lens was exchanged in a second procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additonal information was provided by the surgeon that the event resolved following the intraocular lens exchange. The patient had also developed posterior capsular opacification.

Manufacturer narrative:
Summary evaluation: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated that the iol was replaced with a monofocal lens. (B)(4).